Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section b3: date of event: unknown/not provided, as information was asked but it was not provided. Section d6a: implant date: unknown, as information was asked but it was not provided. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): the device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when inserting a preloaded intraocular lens (iol) into the patient's operative eye, the lens shot out powerfully into the eye. This caused the patient¿s posterior bag to be torn. The iol was inserted and remains implanted. No patient injury was reported. There was no surgical or medical intervention reported. No further information was provided.